Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) setscrew came out of the header when ratcheting a lead into the header port. A different device was used to complete the implant procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. The returned device indicated a damaged grommet and a missing set screw. The setscrew was found attached to the wrench that was returned with the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.